Event description:
The customer contacted stryker to report that their device logged an event code related to a potential failure of the device to deliver defibrillation energy. During evaluation stryker observed that the device displayed an ¿abnormal energy delivery¿ message when shocking. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing the therapy pcb assembly and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.